Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 154 ohms). A technical service (ts) consultant reviewed device data, recommending additional testing, and provided recommendations for programming the device. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.